Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced an infusion set tubing was detached on (B)(6) 2024. No further information available.